Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, and trying alternative adapters and cables did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to revert to multiple daily injections to ensure insulin delivery was not interrupted, and a replacement pump with updated software was sent by technical support. Customer was instructed on how to proceed upon receiving a replacement pump and acknowledged these steps.